Event description:
The customer stated a patient with advanced pancreatic cancer and on chemotherapy, generated a lower than expected result on the architect ca 19-9 xr assay. The patient had previously generated results of 2621.0 u/ml on (B)(6) 2011 and 3323.0 u/ml on (B)(6) 2011. The patient was tested on (B)(6) 2011 and yielded a result of 325.8 u/ml. This value was reproducible. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). A review of complaints for reagent lot number 85259m500 and a review of tracking and trending did not identify atypical complaint activity. Previous precision testing conducted with lot number 85259m500, passed, and met all validity and acceptance criteria. Testing was not performed as part of this investigation because the reagent lot expired on 19nov2010, which means that the reagent was more than 6 months expired when it was used by the customer. Based on the results of this investigation, the architect ca19-9xr reagents are performing as intended and no additional product issues were identified. Device expired.